Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 325 mg/dl. Customer's father reported that they went back from the automode into the normal mode because the automode did not give enough insulin in their opinion. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.